Event description:
The complainant stated that the head section will not lower nor will it lower using the CPR function.

Manufacturer narrative:
The account has not completed repairs. A follow up report will be sent once the customer discloses their investigation.